Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. The needle was detached from the suture during use. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.